Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Date patient pain began is not known this report is for an five (5)unknown cannulated screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient identifier, age or date of birth, and weight not available for reporting. Date patient pain began is not known. This report is for an unknown 4.5 mm va lcp condylar plate /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.